Manufacturer narrative:
The subject device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the liquid transfer pump of the oer-4 endoscope reprocessor was malfunctioning. It was noted that the rhino-laryngo videoscope was possibly improperly washed in the oer-4 reprocessor and then used on a patient; however, it could not be confirmed. There have been no reports of patient harm or infection due to the event. This report is being submitted for the rhino-laryngo videoscope. The medwatch report with patient identifier (B)(6) was submitted to capture the oer-4 endoscope reprocessor.